Event description:
The device was used during a total low anterior resection procedure. It was reported by the affiliate that after firing the device, the instrument could not be removed from the rectum. The surgeon had to cut the anastomosis and found that the knife did not cut completely. Since the anastomosis position was so high, the surgeon completed the case with another device.